Event description:
It was reported that the event occurred in the cath lab during pretest, the catheter would not inflate. As a result, the catheter was not used. A new kit was opened and pretested successfully and the procedure continued. No medical/surgical intervention was needed. No delay or interruption in therapy was noted. No report of pt death, injury or complications. The pt's outcome is good.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.